Event description:
After removing sterile drapes from a knee arthroscopy procedure and disconnecting arthroscopy pump tubing, surgeon noted thigh on pt's operative side to be significantly swollen. Pt had extravasation of irrigation fluid. Pt continuously observed and treated with IV pain medication in the pacu. Pt discharged with good pulses and brisk capillary refill distally. No tourniquet was used during the procedure. Pump used within normal range of pressure. Arthroscopy pump tagged and removed from service. Arthrex rep immediately notified. The arthrex redeuce tubing system (pump) was saved as well. This is a multiple-pt tubing system; packaging was not saved and therefore, no lot number available.